Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer went to the emergency room, and subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 626 mg/dl and high ketone levels. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer loaded the cartridge with cold insulin, and insulin was exposed to high temperatures. Tandem technical support performed a pump system check and verified the pump functioned as intended.